Event description:
The core sumex drill was sent for service and it displayed a bias current error during performance testing at the manufacturer. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.